Event description:
It was reported that the patient ended up getting a urinary tract infection in purewick female external catheter. It was noted that the patient had been using this product for less than 90 days. It was unknown if the device caused urinary tract infection. Per follow up via returned voicemail on 02nov2022, stated that patient was not sure if the urinary tract infection was from the purewick or not however, that had been the only change the patient had made before contracted it. Stated that the patient did go to the hospital for urinary tract infection and was given an antibiotic but did not know the name of the antibiotic. Also stated that patient had ceased purewick use and has been fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that the patient ended up getting a urinary tract infection in purewick female external catheter. It was noted that the patient had been using this product for less than 90 days. It was unknown if the device caused urinary tract infection. Per follow up via returned voicemail on (B)(6)2022, stated that patient was not sure if the urinary tract infection was from the purewick or not however, that had been the only change the patient had made before contracted it. Stated that the patient did go to the hospital for urinary tract infection and was given an antibiotic but did not know the name of the antibiotic. Also stated that patient had ceased purewick use and has been fine.